Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 259 mg/dl at the time of incident. The current blood glucose level is 293 mg/dl and 50 mg/dl at the time of call. The customer treated high blood glucose with insulin pump and low blood glucose by eating cookies, drinking juice or coca cola. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer declined troubleshooting for high and low blood glucose and also for bent cannula. The insulin pump will not be returned for analysis.